Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was relocated.